Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the red clip on the saw capture was broken while removing from the size six cutting block. They would guess that the capture had been used over 100 times. All pieces were removed and surgery time was not extended.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Added: d10 corrected: h3 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> examination of the returned device confirmed the reported breakage. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received confirmed that the device broke into 2 pieces.